Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A laser vision correction patient experienced vertical gas breakthrough (vgb) on the same day of laser treatment in the left eye (os) on (B)(6) 2018 resulting in an aborted procedure. The patient¿s chief complaints were of halos/glares/shadows. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient¿s comments were vision still hazy with some double vision. The patient reported the symptoms are not interfering with daily activities. Patient would like to do photorefractive keratectomy (prk). Bcva from (B)(6) 2018: right eye pre-op 20/20 2.25 x -1.25 x 82, left eye pre-op 20/20 1.75 x -.50 x 108.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.